Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that after several nibp measurements completed by their device, the device lost power. There was no additional information on the patient or the event provided. No adverse effects were reported to have taken place.